Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overnight continuous renal replacement therapy treatment with a prismax machine, a system failure and call service alarm were generated. The treatment was interrupted and the extracorporeal blood was not returned to the patient. Treatment was terminated and the extracorporeal blood was not returned to the patient. The patient subsequently received a blood transfusion. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
H9: 3003504604-04/21/21-001-c the device was inspected on site by a qualified baxter technician and the arps (automatic repositioning system segment) was replaced. A device history review revealed no issues that could have caused or contributed to the reported issue. The lox files were reviewed and the reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted. The device was inspected on site by a qualified baxter technician. A prime test and simulated self test were performed with no issues noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The lox files did not identify any treatment for the reported event date. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently indicated that the report was being submitted as an importer report. This MDR should have been submitted only as a manufacturer report (and not as an importer report).